Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on the lcd board. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, minor scratches on the display window noted and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons are not working and any possible alarms cannot be cleared. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.